Manufacturer narrative:
(B)(4): after several attempts to follow-up with the customer, physio-control was unable to confirm if this device was repaired. Additional information does not appear to be forthcoming and the cause of the reported failure is not known.

Event description:
It was reported that a burnt component was observed on the biphasic pcb while the customer was performing repairs on the device. This could potentially prohibit the device from delivering defibrillation therapy. There was no report of patient use associated with the event.